Event description:
The meter was reading low. Pt stated that their family member received a reading of 29mg/dl. A review of the system was conducted over the phone. This review indicated that segments were missing from the units position. The contact was asked to return the meter for further eval and a replacement was provided. The contact was invited to call 24/7 with future questions/concerns.